Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Investigation summary: the complaint device was received at the service center and evaluated. It was reported that the device was not working during an unknown procedure. Per service reports, this complaint can be confirmed. It was found during evaluation that the motor rotation was blocked and was rusty. The cable was in good condition. The motor was replaced to resolve the issues. After repair, the device was found to be working according to the specifications. Fluid ingress into the device and contact with the motor is responsible for the rusty motor. Corroded motor has a tendency to stick and not turn. The corroded motor would have caused the customer to experience the reported problem. There are no indications from this complaint investigation that the issue/failure is manufacturing-related, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(6). (B)(4).

Event description:
It was reported by the customer as following: the device didn't work during an unknown procedure. Spare one has been used to complete the procedure. No harm to the patient reported. No delay reported. No further information available.